Manufacturer narrative:
B3: event date is month and year valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced a shocking sensation in the bottom part of the spine and was unable to stand up straight for 3 or 4 days. The patient described the pain as awful following the implant procedure. It was noted that there was a significant amount of scar tissue causing pain, despite the absence of damage in that area. The implantation involved grinding down 2 discs and clamping leads to the discs. There was a therapy issue related to stimulation. The patient was guided on how to increase or decrease stimulation and change groups, confirming that the therapy was active and in group a. The patient was redirected to their healthcare provider for further assistance.